Manufacturer narrative:
Additional narrative: patient information is not available for reporting. This report is for one (1) unknown pfna nail. Device was not explanted. The complainant part remains in the patient; not available for return. Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that proximal femoral nail antirotation (pfna) blade would not lock despite two attempts at insertion (per directions in the technique guide) during a surgical procedure on (B)(6) 2015. The surgeon decided to use a screwdriver and was able to successfully lock the blade in place. The procedure was completed with a forty (40) minute delay. It is unknown if the blade was in a locked position when the surgeon originally opened the package. This report is for one (1) unknown pfna nail. This report is 2 of 3 for (B)(4).